Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses ((B)(4)). The patient tolerated the procedure without endoleaks revealed. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysmal diameter was 50mm at the time of hospital discharge. Later in follow-up studies, endoleaks and other adverse events had not occurred to the patient. On (B)(6) 2013, in four-year follow-up study, a type ii endoleak was revealed with aneurysm enlargement to 67mm. A wait-and-watch approach was taken to the endoleak without reintervention performed.